Event description:
The device was used for routine ECG monitoring following resuscitation of an emergency room pt who had coded earlier. After an unknown period of time, the attending nurse heard the unit beep and saw the monitor display flash off then on followed by the illumination of the service indicator. The monitor display then went blank. Another monitor was made available and used for subsequent pt ECG monitoring. There were no adverse affects to the pt reported as a result of device operation.